Manufacturer narrative:
Concomitant medical products: etc02 tubing; primary tubing; pca tubing; monoject 35 ml syringe. The customer¿s report that the pump module shut off during an infusion was confirmed. The event log confirmed that on (B)(6) 2017, the device was infusing when a channel disconnect alarm occurred. However, because the pcu event log history did not go back far enough, the exact programming and medication could not be determined. Functional testing including vigorous manipulation was not able to replicate the channel disconnect. External inspection found the iui connectors of the pump module and pcu to have various degrees of contamination and corrosion. The probable cause of the pump module shutting off during an infusion was a channel disconnect; however, the root cause was not determined.

Event description:
The customer reported that during infusions of heparin and an unspecified pca medication in the oncology department, the pump module infusing heparin shut off unexpectedly after the pca infusion emptied, without user interaction. There was no report of patient harm.